Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient experienced a seizure. His girlfriend called an ambulance and he was taken to the hospital around 3:00 am. The cgm was not checked at the time but the bg was checked during transport to the hospital, with a result of 32mg/dl. The mother stated that the cgm was giving inaccurate reading as it did not match the symptoms and the blood glucose result. The patient was given d50 in the hospital and later was discharged home. No ambulance treatment information was provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.